Event description:
It was reported that during device interrogation the patient became syncopal due to loss of capture, fell and hit their head resulting in a 5x7cm bruise. It was noted that due to the leadless ECG feature of the device, it appeared the device was capturing when it was not. The patient was "in habitual condition the day after." It was also reported the manual should be clarified to state how the leadless ECG feature performs in patients with single coil right ventricular leads. The device remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that during device interrogation, the patient became syncopal due to loss of capture, fell and hit their head resulting in a 5x7cm bruise. It was noted that due to the leadless electrocardiogram (ECG) feature of the device, it appeared the device was capturing when it was not. The patient was "in habitual condition the day after." It was also reported the manual should be clarified to state how the leadless ECG feature performs in patients with single coil right ventricular leads. Additional information received reported the leadless ECG feature was by default still programmed from the can to the superior vena cava (svc) lead. During the first three days post implant, the svc lead impedance is checked. When no impedance is found on the svc lead, the vector is aborted for the remainder of the device life. The leadless ECG without the svc coil can deliver a normal looking leadless ECG, instead of noise.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Event description continued: the device remains in use. No further patient complications were reported as a result of this event. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Event description continued: the device remains in use. No further patient complications were reported as a result of this event. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.